Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy procedure, the exact date is unknown however, it was approximately six months prior to (B)(6), 2010. According to the complainant, during the procedure, the physician noticed that one side of the internal bumper, from the initially placed device, was missing. The device fragment was not retrieved and it is unknown if the fragment was excreted by the patient. The boston scientific country representative stated the doctor was not concerned with the unretrieved device fragment. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy procedure, the exact date is unknown however, it was approximately six months prior to (B)(6), 2010. According to the complainant, during the procedure, the physician noticed that one side of the internal bumper, from the initially placed device, was missing. The device fragment was not retrieved and it is unknown if the fragment was excreted by the patient. The boston scientific country representative stated the doctor was not concerned with the unreprieved device fragment. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received: an internal bumper device fragment was returned.

Manufacturer narrative:
The patient's age at the time of the event was (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual evaluation found one securi-t replacement bolster fragment with residue on the device to indicate use. Partial bolster fragment has intact obturator anchor pocket. The returned unit was consistent with the complaint incident that the internal bolster detached from the device. It most likely detached due to excessive force being used during removal of the device. Therefore, the most probable root cause is operational context. (B)(4).